Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the device associated with this event is returned at a future date, this evaluation will be reopened for investigation. It is possible that the device either came into contact with a hard (metallic) object or was continuously rubbed against another object which will cause the temperature indicator to become detached or smudged.

Event description:
It was reported that during a wrist scope, the surgeon was using the rf wand but there were bluish chips seen, these material were removed from patient. The procedure was completed with the same device. No delay or patient injury reported.

Event description:
It was reported that during a wrist scope, the surgeon was using the rf wand but there were bluish chips seen. The procedure was completed with the same device. No delay or patient injury reported.